Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found multiple power on reset events. The battery compartment was found to have cracked in the threads area. Using the returned battery cap, the pump powered up with auditory and vibratory features. Pump casing was opened and no evidence of moisture or loose components was found inside the pump. The alleged power issue was verified in the black box but not duplicated in the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.